Event description:
It was reported that the charging pad for the ilet system did not charge the device, and a replacement charging pad was arranged. Customer care provided support which included a review of the device function based on user report and logistical verification of replacement supply. Investigation of this case revealed a device accessory performance issue involving the charging pad, consistent with a failure to deliver charge. No clinical symptoms during the event reported. Outcomes included no alerts or alarms and no impact to blood glucose control. It was concluded, based on previously established findings for similar reports, that the cause was an accessory.